Manufacturer narrative:
The following fields have been updated with additional information: medical device catalog #: unknown. Medical device expiration date: unknown. Medical device lot #: unknown. Unique identifier (UDI) #: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing burst when injecting high-pressure contrast medium. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing burst when injecting high-pressure contrast medium. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a sample returned to our facility. Retention samples were tested. A lot number could not be submitted for this complaint, and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. Investigation conclusion: our engineers attempted to replicate the damage that was observed in the sample returned to our facility. Based on the results from testing five retention samples our engineers have concluded this kind of damage was successfully duplicated only after exceeding product specification limits. Root cause description: the most likely root cause for this event is related to the application of higher than reported pressure in the tubing of the device. Rationale: bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing burst when injecting high-pressure contrast medium. No serious injury or medical intervention was reported.